Manufacturer narrative:
Date sent: 4/16/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a colectomy procedure, the stapler was approximated on the colon and closing trigger was advanced. It was reported that the stapler was locked out in the middle of the firing stroke. On visual inspection, the staples appeared "frayed" the stapler was reloaded with a new cartridge which also locked when attempting to advance the firing knob. A new device was used to complete the case. There were no adverse consequences to the pt.